Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. The medical records allege bard eclipse filter was implanted in the iliac vein and the vena cava due to pulmonary embolism. Subsequently, two days post filter deployment, CT revealed totally occluding acute thrombosis in the right peroneal vein and the left posterior tibial vein, and partially occlusive acute thrombosis in the right proximal popliteal vein with moderate pulsatile venous flow of the left common femoral, superficial femoral and popliteal veins. Approximately, one month later, CT revealed plug-like occlusive filling defects were identified in segmental and sub segmental lower lobe pulmonary arteries, as well as in sub segmental right upper lobe pulmonary arteries. Approximately two years later, the patient had some coagulopathy with protein s and c deficiency. Approximately five years later, venous doppler indicated partial compression of the right popliteal vein, as seen in the chronic right lower extremity dvt. Approximately three years later, venous duplex revealed an occlusive deep venous thrombosis involving the right popliteal vein and there was no thrombus identified within the left lower extremity. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently, two days post filter deployment, CT revealed totally occluding acute thrombosis in the right peroneal vein and the left posterior tibial vein, and partially occlusive acute thrombosis in the right proximal popliteal vein with moderate pulsatile venous flow of the left common femoral, superficial femoral and popliteal veins. Approximately, one month later, CT revealed plug-like occlusive filling defects were identified in segmental and sub segmental lower lobe pulmonary arteries, as well as in sub segmental right upper lobe pulmonary arteries. Approximately two years later, the patient had some coagulopathy with protein s and c deficiency. Approximately five years later, venous doppler indicated partial compression of the right popliteal vein, as seen in the chronic right lower extremity dvt. Approximately three years later, venous duplex revealed an occlusive deep venous thrombosis involving the right popliteal vein and there was no thrombus identified within the left lower extremity. Subsequent, pulmonary ventilation scan indicated for sob, showed low degree of probability for pulmonary emboli. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,d4(expiry date: 04/2013),g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.